Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The customer's blood glucose level was over 400 mg/dl. It was also stated that the cannula was bent. The customer's current blood glucose reading was 387 mg/dl. No significant events leading to the alarm were observed. Advised to return the infusion set for analysis. Nothing further reported.